Event description:
Caller reported a cartridge alarm with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the caller on how to put the current pump into storage mode, return it, and program the settings into the new pump. The caller understood and acknowledged all instructions provided.